Event description:
It was reported that a cartridge alarm 06 and cartridge alarm 24 occurred. Reportedly, the pump was not outside of the allowable operating altitude range at the time of this alarms. Customer's blood glucose level was 350 - 360 mg/dl. Reportedly, the customer successfully loaded a new cartridge to address the issues.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.